Event description:
The customer conformed the user was unsure of duration but procedure and anesthesia were prolonged about 20 minutes as we were trouble shooting the issue. The procedure was completed with the switch to another endo cart. No medical intervention was required as a result of the reported problem.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide a correction to the initial d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the phenomena occurred due to impact of foreign material that adhered to the contacts of the scope socket. However, the root cause of the phenomenon could not be specified. The event can be prevented by following the instructions for use which state: 4.3 connecting the endoscope to the light source. ·warning "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction." Chapter 7 care, storage, and disposal care of the body/warning. "Clean the output socket regularly using the light source socket cleaning kit (maj-2087, optional). For details, refer to the instruction manual for the light source socket cleaning kit. If the light source is soiled, perform the following cleaning procedure immediately after use. If cleaning is delayed, residual organic debris will begin to solidify, and it may be difficult to effectively clean the light source. The light source should also be cleaned routinely." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Related patient identifiers: (B)(6) model number clv-190; serial number (B)(6), model number clv-190; serial number (B)(6) ¿ addresses previous intermittent b30 errors from the customer) and (B)(6) (model number clv-190; serial number (B)(6) ¿ loaner device). The customer informed olympus technical assistance center (tac), an olympus representative was also onsite troubleshooting. At the time of the call, the customer was not in front of the subject device. Tac advised the customer of the following: take that same scope and the other ones that were used and wipe down the electrical contacts with 70% isopropyl alcohol pads and connect to the same cv/clv-190 tower and another tower. The customer also indicated that a loaner device that had been received was having the same issue. The customer declined to return the device to olympus at the time of the call. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac), there had been b30 scope communication error on the evis exera iii xenon light source during an esophagogastroduodenoscopy (egd) colon procedure. Additionally, the facility reported that the nurses have been intermittently observing this failure. The customer also reported that the nurses were intermittently getting b30 scope communication errors. There were no reports of patient harm associated with this event.